Event description:
Jelco 24g IV catheter noted to have defect-bubble- at tip of catheter. Catheter was not used, but is being reported due to problems with this same type and gauge of catheter recently.